Event description:
Re: amo complete moisture plus - contact lens solution. I have been suffering from eye irritation for the last several weeks. Experiencing the feeling of a foreign object in the left eye. Discontinued use of my contacts, thinking my eye rx must have changed. Eyes were red and irritated as well..went through several pairs of disposable contacts thinking there was something wrong with the contacts themselves. Dates of use: 2004 to 2007. Diagnosis or reason for use: soft/disposable contact lenses. Event abated after use stopped or dose reduced: no.